Manufacturer narrative:
The pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was monitored and no unexpected bolus delivery was noted. Unable to verify the 60 unit delivery in the history file due to the history file being overwritten. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a cracked case at the display window corner, a cracked lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized low readings and damage on the insulin pump. The customer stated that 60 units were delivered into her when she was sleeping and it caused her to have a very low reading. The customer was hospitalized for low readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was also damage on the pump. The customer stated that there are two cracks in the top corners of the pump screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.